Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 126 mg/dl at the time of the incident. The customer states the insulin pump received error alarm . Troubleshooting was performed at the time of call. The customer reported that the display returned. The customer was advised to complete the reservoir and tubing process. The insulin pump will not be returned for analysis.